Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the bradycardia could not be definitively determined based on the information available. Balloon ruptures are a known failure mode with a low probability of occurrence. Contributing factors include patient calcium, damage caused when the balloon wall comes into close contact with the device emitters, likely causes include (a) an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or (b) an incompletely inflated balloon. The shockwave intravascular lithotripsy (ivl) system with the shockwave c2+ coronary ivl catheter generates acoustic pressure pulses within the target treatment site, disrupting calcium within the lesion allowing subsequent dilatation of a coronary artery stenosis using low balloon pressure not to exceed 4 atm during ivl treatment, and 6 atm for post dilatation. The pressure used for the ivl balloon catheter is much lower than other balloon catheters used in percutaneous coronary intervention (pci), thus the risk associated with loss of balloon pressure during ivl catheter use is negligible. The associated patient risk for this failure mode is low and adequately captured in swmi's risk documentation. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. Two shockwave c2+ intravascular lithotripsy (ivl) catheters were used to treat a lesion in the right coronary arteries. The first ivl catheter lost pressure after 30 pulses were delivered. The second catheter successfully delivered 70 pulses. Intraprocedural bradycardia occurred prior to ivl treatment and throughout entire treatment of the patient's right coronary artery (rca). A temporary pacemaker was placed, and vasoactive medicines were administered for blood pressure and heart rate support. A drug eluting stent (des) was used to complete the procedure and the patient was discharged the following day. The clinical site has determined that the bradycardia had a possible relationship to the study device and procedure. This report is for the first catheter used in the procedure. Please refer to MDR# 3015053858-2024-00090 for the second catheter.